Event description:
It was reported that the patient received an alert for high impedance. No further information was received regarding a resolution.

Manufacturer narrative:
No medwatch form was received.